Manufacturer narrative:
Device was received. Investigation is not yet completed.

Event description:
Device malfunction: partial deployment. Time of malfunction: during advancement. Symptoms/ae: none. It was reported that during an unspecified procedure in the superficial femoral artery, while advancing the device, the stent became partially deployed prior to reaching the target lesion. The device was removed and a second xceed device was used to complete the procedure without incident. There were no reported pt sequelae. Though requested, no add'l info was available.